Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # cs-cpl-2019-00341. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the electrodes as well as on the blade. The black tips of the electrodes were observed to be intact, no peeling or cracks were observed. No shavings were returned for evaluation. No visual defects were observed. A mechanical evaluation was conducted. The returned bisector device was inserted into the returned cannula, no visible shavings were observed. The returned bisector was inserted into a reference cannula, and no visible plastic shavings were observed. Based on the returned condition of the device, the reported failure "peeled cannula" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb, after the hemopro was inserted through the cannula, a small thin white piece of material was viewed in the tunnel with the scope. It was removed with the hemopro and the case was completed. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb, after the hemopro was inserted through the cannula, a small thin white piece of material was viewed in the tunnel with the scope. It was removed with the hemopro and the case was completed. The hospital did not report any patient effects.